Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted during the phone call indicated the pump was operating properly. Technician advised customer to change infusion set and rotate insertion site.